Manufacturer narrative:
A ge rep evaluated the system and upgraded the single board computer and associated parts. System operates as intended.

Event description:
Customer reported the system will not send images to pacs. No pt injury was reported.